Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic bariatric procedure the used device racked at the beginning of the intervention. The handle was not able to fire and it made a cracking noise. The patient is alive and has no injury. No additional information given.